Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient thought their ins was too big and the battery kept rubbing and rubbing. The patient experienced discomfort due to the size of the ins. The patient had the battery replaced and the site never healed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it felt like slipping on a raw blister for about 2 months after it was implanted. It never worked and the patient's head got worse. The patient said the only way to it was to remove the ins and place a smaller ins back in. The discomfort has been resolved. The patient said it was unnecessary to go and the new ins was put in on (B)(6) 2017. No further complications were reported.